Event description:
The reporter stated that the surgeon attempted to implant a aq2010v 3 piece silicone lens. The lens trailing haptic caught in the cartridge prior to insertion into the eye. No patient contact or injury. It was unknown what caused the trailing haptic to be caught in the cartridge. The injector model that was used was a msi-pm and the cartridge model that was used was a aq cartridge fp. The reporter was unable to provide the lot numbers.